Event description:
It was reported to boston scientific corporation that a zero tip nitinol retrieval basket was used during a cystoscopy procedure (patient identifier and weight unknown). According to the complainant, the patient was undergoing a cystoscopy, left ureteral stent exchange, left ureteroscopy, laser lithotopsy and left stone basket extraction due to left nephrolithiasis. Intraoperatively, the stone basket could not be dislodged from the stone and attempts were made to remove the basket. The basket was removed and it was noted that basket fragment remained in the lower pole calyx. The patient underwent a second urological procedure on an unknown date to remove the basket fragment. The fragment was removed and the patient was discharged from the hospital. No additional information is available.